Event description:
Pump reported a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to check and clean various pump components, but was unable to successfully load the cartridge. Technical support then assisted with filling and loading a new cartridge, but the issue persisted, leading to a referral for escalated troubleshooting.